Event description:
During a laparoscopic appendectomy procedure, the device would not fire., then when withdrawing from pt, the cartridge fell out nad had to be retrieved from the pt. No pt consequence.